Manufacturer narrative:
Evaluation of ablation system software logs, gre thermal magnitude images from the case and pre-inspection of probe (before shipment to site) do not indicate any malfunction with the probe or ablation system. The neuro-radiologist's review of treatment day images (pre-ablation and post-ablation screenshots) suggest that blood presence is possible and likely both in the treatment day 3d t1 (pre-treatment images) and the gre thermal magnitude images. He also mentioned that there is active extravasation of blood at the probe tip. The neuroradiologist hypothesized that this could be due to the probe insertion as meningioma tumors in general can be very vascular.

Event description:
During a tumor ablation procedure with multiple trajectories, blue pixels appeared and the temperature at the pick point rapidly decreased. At this point the surgeon decided to stop ablating. On the next measurement, the tdt line rapidly expanded. Concerned for a bleed, post op MRI images were taken and a bleed was confirmed. The patient was then taken to the operating room (o.r.) For a craniotomy. The patient was reported to be doing well.